Manufacturer narrative:
Quest medical sells this device bulk non-sterile to oems who carry further processing on the device. The complaint sample was not returned for investigation and no lot number was provided. Device evaluation and DHR review could therefore not be completed. Leak testing is conducted as part of the manufacturing process for this device. Any leakage from the device would have been identified during the manufacturing process. In addition, the device undergoes priming before use. The root cause of the reported complaint condition is unknown.

Event description:
A report was received regarding an alleged incident resulting from the valve. The report states that 30-45 minutes after attaching the rg on the pump, there was a puddle everywhere. The alleged issue did not result in any patient complications.